Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. A review of the video showed evidence of drops from the connector to tubing junction (the connector was connected to the tubing). The photograph showed evidence of a broken connector. The reported condition was verified. The cause of the broken connector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as a "leak in the cassette line with the red clamp". This occurred during use for automated peritoneal dialysis therapy. Prophylactic antibiotics were applied to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.